Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 2 patient samples on a cobas 6000 e601 module. Sample 1: the initial result was 44.95 pg/ml with a data alarm (carovr). The sample was repeated, and the results were 13.75 pg/ml with a data alarm (carovr), and 18.7 pg/ml. Sample 2: the initial result was 45 pg/ml, triggering a data alarm (carover). After automatic rerun, the result was 11.3 pg/ml. The sample was repeated again, and the result was 11.4 pg/ml. The samples were repeated because the results didn't match the patient's clinical diagnosis.

Manufacturer narrative:
The reagent lot number is 86958600 with an expiration date of 31-aug-2026. The field service representative found that the measuring cell was due for replacement. He replaced the measuring cell, which resolved the issue. The investigation determined that the service actions resolved the issue.